Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the root cause of the reported malfunction could not be established, however, it is likely attributed to a component malfunction of the charged coupled device (ccd) unit of the insertion part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the bronchovideoscope displayed no image. It is unknown when this was found. There were no reports of patient involvement.